Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) exhibited infection and pocket erosion. A revision was performed and the rv lead was explanted. There were no additional adverse patient effects reported.